Event description:
Related manufacturer reference number: 2017865-2022-01669, related manufacturer reference number: 2017865-2022-01671. It was reported that the patient passed away due to a cardiac arrest, hypertension, failure to thrive, chronic kidney disease, and atrial fibrillation. It was unknown if the patient's system had any involvement in the patient's cause of death. The patient's system was explanted.

Manufacturer narrative:
The lead was returned for analysis due to the reported event of an unknown death. A connector portion of the lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found no anomalies with the exception of damage consistent with procedural damage.